Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. An investigation was carried out into this complaint. Arjohuntleigh received a customer complaint where it was reported that during patient rotation on her side, the concerto stretcher tilted and the patient fell to the floor. When reviewing similar reportable events, a limited number of cases with similar fault description (the stretcher tilted during use) were found. Arjohuntleigh has manufactured about (B)(4) concerto shower trolleys do date, the trend observed for reportable complaints with this failure mode is considered to be low. The stretcher tilting mechanism function of this product makes it easier to clean the device. The locking mechanism is placed under the stretcher, opening function is performed manually by pulling a lever, closing should be done by snapping the stretcher on the place. The stretcher is closed when clicking noise is heard. In the reported complaint the device was checked by the technician who found the device in perfect condition performing up to the manufacturer specification, including locking mechanism. Comparing this case with the previous similar complaints, most likely scenario of events preceding this incident is that the caregivers have tilted the stretcher by unlocking the lever for cleaning purposes and forgotten to lock the stretcher after cleaning. This could directly contribute to the reportable event as later in use the stretcher tilted with a patient on it. We see a direct causal link between not locking the stretcher and the drop. The text below is taken from operating and maintenance instructions (IFU, 04.ba.00/1 us dated on october 1993): "always make sure that the stretcher and mattress are secured and all screws and bolts are tightened." "Warning! Check to make quite sure that the catch has locked the stretcher after putting it back in place." Therefore, it appears from our evaluation that most likely a use error, related with the failure to lock the stretcher, caused the incident. This could be a result of staff incorrectly trained or not following the device handling procedures as indicated in the operating and maintenance instructions of the device. The received information and our evaluation as described above shows that if all the warnings and recommendations were followed in accordance to labelling, there would be no patient or caregiver at risk. The device met its specifications; it was being used for patient handling at the time of the event and in that way contributed to the event.

Manufacturer narrative:
This report is being filed under exemption e2012070 by the manufacturer arjohuntleigh polska sp. Z o. O. (Registration #3007420694) on behalf of the importer arjohuntleigh, inc. (Ahus) (registration #1419652). Please note that previous medwatch reports for this product may have been submitted for the manufacturing site arjo hospital equipment ab (under registration #9611530). As of 2014 that number was de-activated due to the site no longer being a manufacturer and shipping product to the USA. From 2014 and going forward complaints related to these products are to be handled by arjohuntleigh ab's complaint handling establishment and any medwatch reports will be submitted under registration #3007420694. Additional information will be provided upon conclusion of the investigation.

Event description:
It was reported by caregivers that during patient's rotation on the patient's side, the stretcher surface overturned. No patient injury occurred.